Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed a broken part at the planetary gear and a worn ball bearing.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a sled prosthesis surgery small metal parts broke off in the ar-400 handpiece, but the device could still be used. The metal parts couldn`t be identified. No fragments fell into the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.